Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The patient reported the surgeon implanted an implantable collamer lens, in their right eye (od) a couple of months ago. The patient has reported strong halo and glare effect at night and during the day when there is poor light in rooms. The patient had residual astigmatism but this was not corrected, only the myopia. The lens was explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).